Event description:
During an MRI scan, the hospital had reported that the infusion pump was programmed to deliver midazolam (versed) at a flow a rate of approx 5 ml/hr for a volume of 10 ml. After approx 45 minutes after the MRI scan began, the nurse was manually administering another medication to the pt, she noted that the versed container was nearly empty. The pt was intubated and ventilated at the time. The nurse took remedial action to prevent any injury. Pt awoke without any problems. No pt injury resulted from this event.

Manufacturer narrative:
On (B)(6) 2013, a hospital biomedical engineer contacted iradimed corporation regarding a freeflow event. He had been trying to duplicate the event with the subject pump, but was unable to duplicate the problem. At the time of the event, the 1055 by-pass infusion set was used with the pump, but this had been discarded following the event. The biomedical engineer was using another 1055 infusion set from the same lot code as the original infusion set. The male pt, weighing approx (B)(6), was brought down to the MRI from the ICU with an alaris medley infusion pump. The pt was receiving versed (midazolam) at this time, and approx 20 ml of the 100 ml container of midazolam had been delivered when the pt arrived at the MRI. The nurse set up the 1055 infusion set, started the mridium 3850 pump, and the MRI scan was begun. The infusion was running at approx 5 ml/hr for 10 ml of volume to be delivered. During the event, the pt was ventilated and monitored while in the MRI magnet. About 45 minutes into the scan, the nurse was manually administering another medication to the pt, and observed that the midazolam container was near-empty. No adverse changes had been observed with this monitored pt (pt was also intubated and ventilated during the MRI scan), but the nurse took precautionary actions to prevent any adverse outcome. The pt was resuscitated without any problems. No pt injury resulted from this event. It was estimated that the alaris and iradimed 1055 infusion lines combined priming volume was about 37 ml, which means it was possible the pt received as much as 43 ml of propofol in 45 minutes. Following the event, the mridium 3850 pump was checked by the hospital's technical staff, and was found to operate normally and accurately, using the service manual test procedure provided by iradimed corporation. Iradimed corporation was notified following these tests that a problem had occurred. Investigation conclusions: examination of the pump by the customer indicated it operated normally and performed to spec. No problems were found that could explain the reported event. The infusion set used in this event discarded following the event, and were not available for examination. The operation of the 1055 bypass infusion set was reviewed with the hospital's biomedical engineer, and he indicated the cause of this report was the user was not using the 1055 set properly. Failure to clamp off the alaris set when the 1055 set is used can result in excess flow to the pt. This is addressed in the mridium pump operator's manual and 1055 infusion set instructions. Based on the available info, the probable cause of this event was the failure of the operator to fully close off the alaris main infusion line freeflow preventer during the infusion in the MRI magnet room. If the alaris main infusion set was not clamped properly (not fully clamped closed), this would allow some midazolam to flow through the alaris main line during the bypass infusion with the mridium pump. At an infusion rate of approx 5 ml/hr for 45 minutes, the pump would have delivered 3.7 ml, with the add'l fluid flowing through the main line which was thought to be bypassed. This flow would have occurred at an approx rate less than 1 ml/mm (approx 40 ml in 45 minutes, which is slower than a "full open" freeflow with this type of set. This would suggest the roller clamp on the alaris set was only partially closed during this infusion. The user instructions for the use of the iradimed corporation 1055 bypass infusion set include specific statement to have the user ensure the main hospital infusion set/line is clamped closed during use of the 1055 set. This is included in both the operator's manual, and the 1055 infusion set's pouch instructions. This info was asked to be reviewed with the hospital staff, and it was agreed this info would be reviewed with the appropriate clinical staff. No further action is considered necessary at this time.